Event description:
It was reported that, "patient has initial primary hip replacement in 2008. Soon after this surgery, the patient complained of hip pain and stitch abscess. It was decided by dr. To perform irrigation and debridement and this occurred the following month. Patient ended up with an allergic reaction to her antibiotic and was re-admitted and found to have c. Difficile infection along with the initial staph aureus infection. She continued to have elevated c reactive protein and it was decided by dr. To remove the hip and place an antibiotic spacer. This was performed two months later. The infection was cleared up and she was scheduled for revision hip surgery three months later. She underwent revision surgery and is doing well without any problems or indications of infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info has been requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.